Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the blade of the harmonic ace instrument was broken off during use. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. When the customer used the instrument for less than an hour to dissect the tissue, the instrument blade broke and fell into the patient. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No other damage was noted on the instrument after the event occurred and the cannula had no issue. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. The broken piece was not returned. The complaint regarding a broken tip was confirmed by failure analysis.